Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify and duplicate the reported issue. The reported issue was isolated to system pcb assembly. After replacing system pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device would not complete its initial boot-up cycle. This issue may prevent the device from providing therapy if it were needed. There was no patient use associated with the reported event.